Event description:
It was reported via repair work order that there was no power to the bed outlet as the foot end breaker had tripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.